Manufacturer narrative:
Covidien reference number: (B)(4). Covidien was not authorized to evaluate/repair the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had faulty compressor. Patient involvement is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Reported issue was observed during set up, there was no patient involvement. The pressure was not maintained on the test lung. The expiatory valve was not connected properly. The expiatory valve was reconnected and the issue was resolved. The ventilator has been returned to use.